Event description:
It was reported that syringe 0.3ml 31g 6mm 30box mex needle hub separated. The following information was provided by the initial reporter: I am writing to follow up on my complaint about the defective syringes that I sent to you, to find out if anything has been done about it. Unfortunately for me, they keep failing. For example, this week I got one without a needle.

Manufacturer narrative:
Investigation summary: customer returned photos of a syringe with a poly bag from lot # 9343320. Customer states that the syringe was without the needle. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9343320 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 6mm 30box mex needle hub separated. The following information was provided by the initial reporter: I am writing to follow up on my complaint about the defective syringes that I sent to you, to find out if anything has been done about it. Unfortunately for me, they keep failing. For example, this week I got one without a needle.